Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 512 and 91mg/dl on one, and 54mg/dl on the second one. The differences between the readings falls in the "c" and "d" zones of the consensus error grid, making the differences clinically significant.no adverse event was alleged.there were no strips left to return for evaluation. New meters were sent to the customer.

Manufacturer narrative:
The initial reporter phone and adress were not provided.